Event description:
It was reported that during a laser atherectomy treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery. A v-14 short taper 300cm straight tip control wire was being withdrawn from the patient when the distal section of the guide wire detached in the tibial artery. No attempts were made to retrieve the detached guide wire. The detached piece remains inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a laser atherectomy treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery. A v-14 short taper 300cm straight tip control wire was being withdrawn from the patient when the distal section of the guide wire detached in the tibial artery. No attempts were made to retrieve the detached guide wire. The detached piece remains inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was received with its original pouch. After visual inspection before decontamination process, device presents the distal tip damaged. Visual inspection was performed. Device presents a fracture at 299.1 cm from the proximal end. Additionally presents two kinks in the distal end at 1 and 1.7 cm from the distal tip; all measurements were taken using the calibrated steel ruler. The od of the device was measured at three locations where damage was not noticed and was found to be within od specification. The device was sent for external analysis to determine the root cause of the fracture which revealed the failure occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).